Event description:
Pt was undergoing a varicocelectomy. The surgeon was utilizing the bovie high temp cautery under the microscope when the scrub tech noted a small flame on the raytec gauze. The gauze was immediately thrown on the floor and stomped on to extinguish the fire. At the end of the case the pt sustained a small superficial blister burn measuring 1 cm x 1cm. Bacitracin applied. Pt was prepped with a nonflammable product and the raytec gauze did not have any alcohol on it. The gauze was not around the "hot" end of the cautery pen which was visible to the surgeon under the microscope. It appears that the device malfunctioned, causing the gauze to ignite. Pt contacted after the procedure and is doing well.

Manufacturer narrative:
Complaint is confirmed for the device being burned based on the supplied picture. The insulation is charred and there is slight charring on the gauze. The end user facility refused to send the affected cautery as this is the practice for "device suspected for malfunction when pts involved due to due to potential litigation cases". A review of the device history record for aa05 lot #0514g did not have any defects noted that could cause this type of failure mode. A search for similar nonconformances resulted in no reported incidents for this type of failure. Suspect the root cause for the pt burn is the gauze was inadvertently brought close to the active wire tips, out of sight of the microscope, but close enough to cause the fire. The cautery tips het to approximately 2200 degrees which is enough heat to cause the gauze to heat up and catch fire if the gauze is close enough. Device IFU warnings state "do not use in the presence of flammable gases/materials or in oxygen rich environments. Fire could result" and "cautery produces heat in excess of 1000 degrees f, which can cause burns or fire from misuse." (B)(4).